Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') and device dislocation ('migration') in an adult female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included perineal pain, abdominal pain, epigastric pain, dyspepsia, migraine, swelling of limb, osteonecrosis, panic disorder, back pain, streptococcal sore throat and ovarian cyst ruptured. Concomitant products included etonogestrel (nexplanon) from (B)(6) 2012 to (B)(6) 2013 and venlafaxine hydrochloride (effexor). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and frequent menses"), polymenorrhoea ("excessive and frequent menses"), depression ("psychological condition/depression"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the device dislocation, menorrhagia, polymenorrhoea, depression, abdominal pain lower, dyspareunia and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: insertion details: left tubal ostia-3coils, right tubal ostia-3coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmation of bilateral tubal occlusion with essure devices is in expected location. Pathology test - on (B)(6) 2018: a- a silver metallic spirated wire protrudes from the proximal end. B- a silver metallic wire protrudes from the prosimal end. A spiral wire measuring 8.0 cm in length x 0.1 cm in diameter is present in the container. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event migration was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') in an adult female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included perineal pain. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and frequent menses"), polymenorrhoea ("excessive and frequent menses") and psychological trauma ("psychological condition"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the menorrhagia, polymenorrhoea and psychological trauma outcome was unknown. The reporter considered menorrhagia, pelvic pain, polymenorrhoea and psychological trauma to be related to essure. The reporter commented: insertion details: left tubal ostia-3coils, right tubal ostia-3coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmation of bilateral tubal occlusion with essure devices is in expected location. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: fu1&fu2 proceed together: new event excessive and frequent menses was added. On (B)(6) 2019: fu1&fu2 proceed together:new event psychological condition was added. Lot number,reporter,patient demographics was added. Updated outcome of event pelvic pain from unknown to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') in an adult female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included perineal pain. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and frequent menses"), polymenorrhoea ("excessive and frequent menses") and psychological trauma ("psychological condition"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the menorrhagia, polymenorrhoea and psychological trauma outcome was unknown. The reporter considered menorrhagia, pelvic pain, polymenorrhoea and psychological trauma to be related to essure. The reporter commented: insertion details: left tubal ostia-3coils, right tubal ostia-3coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmation of bilateral tubal occlusion with essure devices is in expected location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') in an adult female patient who had essure (batch no. B60745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included perineal pain, abdominal pain, epigastric pain, dyspepsia, migraine, swelling of limb, osteonecrosis, panic disorder, back pain, streptococcal sore throat and ovarian cyst ruptured. Concomitant products included etonogestrel (nexplanon) from (B)(6) 2012 to (B)(6) 2013 and venlafaxine hydrochloride (effexor). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("excessive and frequent menses"), polymenorrhoea ("excessive and frequent menses"), depression ("psychological condition/depression"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the menorrhagia, polymenorrhoea, depression, abdominal pain lower, dyspareunia and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dyspareunia, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: insertion details: left tubal ostia-3coils, right tubal ostia-3coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmation of bilateral tubal occlusion with essure devices is in expected location. Pathology test - on (B)(6) 2018: a- a silver metallic spirated wire protrudes from the proximal end. B- a silver metallic wire protrudes from the prosimal end. A spiral wire measuring 8.0 cm in length x 0.1 cm in diameter is present in the container. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: pfs received. New events: cramping, dyspareunia, anxiety were added. Psych injury updated to depression. Concomitant drug added. On 27-may-2020: pfs+mr received. New reporters, concomitant conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.